Event description:
It was reported that an unspecified malfunction alarm occurred resulting in the pump shutting down. There was no reported impact to the customer's blood glucose level. No additional information was provided and the customer declined troubleshooting with tandem technical support.